Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a robotic surgical procedure on (B)(6) 2025, and ¿it was noted by staff that the vcare medium uterine manipulator that they were trying to use had issues. Unfortunately, the balloon wasn't inflating during.¿. The procedure was completed with the use of ¿another vcare¿, and with a delay ¿as long as it took to get another v care off the shelf¿. The patient¿s status is ¿good¿. Through further assessment, the or nurse indicated "it was a robotic surgery when it happened during the case. I am unsure if the balloon was tested prior to insertion unfortunately and I do not have pictures of the device when the issue occurred." This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a robotic surgical procedure on (B)(6) 2025, and "it was noted by staff that the vcare medium uterine manipulator that they were trying to use had issues. Unfortunately, the balloon wasn't inflating during". The procedure was completed with the use of "another vcare", and with a delay "as long as it took to get another v care off the shelf". The patient's status is ¿good¿. Through further assessment, the or nurse indicated "it was a robotic surgery when it happened during the case. I am unsure if the balloon was tested prior to insertion unfortunately and I do not have pictures of the device when the issue occurred". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. (B)(4). Per the instructions for use, the user is advised to remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.